Event description:
The technician alleged the brake casters do not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake support and brake bar spacers to resolve the issue.